Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of the patient's t waves. Additionally, the device feature, smart pass was disabled as a result of low amplitude r waves and some intermittent undersensing. The health care professional (hcp) reached out to technical services (ts) regarding device programming and troubleshooting. It was noted that in august the patient underwent a transcatheter aortic valve replacement (tavr) procedure and since the procedure, there was a significant shift in the patient's amplitude. The patient was brought into clinic for further follow up where device optimization was performed. During the in-clinic visit, it was observed that the patient had recent weight loss, which resulted in migration of the s-ICD system. The patient was then scheduled to undergo a revision procedure at a later date. Subsequently, the patient underwent additional surgical intervention and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of the patient's t waves. Additionally, the device feature, smart pass was disabled as a result of low amplitude r waves and some intermittent undersensing. The health care professional (hcp) reached out to technical services (ts) regarding device programming and troubleshooting. It was noted that in (B)(6) the patient underwent a transcatheter aortic valve replacement (tavr) procedure and since the procedure, there was a significant shift in the patient's amplitude. The patient was brought into clinic for further follow up where device optimization was performed. During the in-clinic visit, it was observed that the patient had recent weight loss, which resulted in migration of the s-ICD system. The patient was then scheduled to undergo a revision procedure at a later date. Subsequently, the patient underwent additional surgical intervention and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.